Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the material, manufacturing, inspection or sterile processing that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient's hip was revised back on (B)(6) 2020 by a surgeon at (B)(6). The case number for the MDR is 92249. During that revision, the srom head was changed from a 28mm to a 32mm head. The patient was implanted with a stryker cup, so the liner change was from a 28 to 32mm liner. Unfortunately, the hip was still dislocating and the surgeon felt the patient needed to have their acetabulum revised. He revised the cup to a zimmer biomet g7 dual mobility construct. He wanted to keep the srom stem and sleeve implanted, so he opted to use our 28mm femoral head with the dual mobility liner from zimmer biomet. A trial reduction was performed with a 28mm +9 head and found to be stable. The real implants were opened and inserted. The closing process began. Doi: (B)(6) 2020. Dor: (B)(6) 2021. Affected side: unknown hip.